Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the surgeon reported a patient experienced a posterior capsular (pc) tear during a laser assisted cataract procedure. The pc tear was noticed after the insertion of the intraocular lens (iol). The iol was left in the capsular bag and an anterior vitrectomy was performed. A questionnaire completed by the company clinical applications specialist (cas) was reviewed. The patient was an (B)(6). The patient's natural lens was exceptionally deep and the cataract was grade 4. The cas reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The phaco portion was routine. A malyugin ring had been inserted to create a larger pupil. After insertion of iol the surgeon noticed a posterior capsule tear. An anterior vitrectomy was performed and the iol was left in the bag. The patient was not hospitalized. No medications or therapies were in use at the time of the event. The pre-existing ocular conditions and health history was noted as unknown. In the surgeon¿s opinion, the laser did not cause or contribute to the event. Additional information has been requested from the customer with none received to date. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor reported a patient experienced a posterior capsular tear during a lensx assisted cataract procedure. The tear was noticed after the insertion of the intraocular lens implantation. The lens was left in the capsular bag and an anterior vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).